Event description:
It was reported that during implantation of the intraocular lens (iol) a scratch was observed on the lens. The iol was removed from the patient's operative eye. There was no delay in treatment or other interventions reported. Patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.